Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('malposition of essure device location of device/the essure device is completely embedded within the soft tissue') in an adult female patient who had essure (batch no. 748471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bariatric surgery, menometrorrhagia, iron deficiency anemia, endometriosis, chronic cervicitis and adenomyosis. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), migraine ("migraines / headaches"), nausea ("nausea"), anxiety ("psychological or psychiatric problems condition: anxiety"), fatigue ("fatigue"), gastrointestinal pain ("gastrointestinal or digestive system condition type: pain"), functional gastrointestinal disorder ("gastrointestinal or digestive system condition type: colon issues"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, vaginal haemorrhage, menorrhagia, female sexual dysfunction, vaginal infection, migraine, nausea, anxiety, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal pain, functional gastrointestinal disorder, irritable bowel syndrome, vaginal discharge and pelvic pain outcome was unknown. The reporter considered anxiety, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, functional gastrointestinal disorder, gastrointestinal pain, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: six trailing coils were seen after placement of the essure device in the right tube and six trailing coils were seen after placement of the essure device on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jan-2020: pfs received. The event injury was replaced with events from pfs: abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), infection (bladder/ urinary tract/vaginal) type: vaginal, malposition of essure device location of device:, migraines / headaches, nausea, psychological or psychiatric problems condition: anxiety, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, gastrointestinal or digestive system condition type: pain, colon issues, ibs, pain, vaginal discharge were added. Lot number received. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of injury ('injury to herself') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced injury. At the time of the report, the injury outcome was unknown. The reporter considered injury to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the source document received on 12-sep-2019 was wrongly attached to this case. Hence, all the information from the respective source document which was captured and processed previously has been removed. No new follow-up information was received from the reporter.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('malposition of essure device location of device/the essure device is completely embedded within the soft tissue') in a 38-year-old female patient who had essure (batch no. 748471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bariatric surgery, menometrorrhagia, iron deficiency anemia, endometriosis, chronic cervicitis, adenomyosis, obesity, live birth (B)(6), multigravida, parity 1 and miscarriage of pregnancy. Concomitant products included iron from 2013 to 2018, venlafaxine hydrochloride (effexor) since 2017 and vitamin b12 nos since 2018. On (B)(6) 2010, the patient had essure inserted. (B)(6) 2011, the patient experienced migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2011, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and pelvic pain ("pain"). In(B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), gastrointestinal pain ("gastrointestinal or digestive system condition type: pain"), functional gastrointestinal disorder ("gastrointestinal or digestive system condition type: colon issues") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). On(B)(6) 2019, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 8 years 4 months after insertion of essure. On an unknown date, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), abdominal pain lower ("lower right front abdomen") and iron deficiency anaemia ("anemia"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)(B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device and vaginal infection outcome was unknown, the vaginal haemorrhage, menorrhagia, female sexual dysfunction, nausea, dysmenorrhoea, dyspareunia, fatigue, vaginal discharge, pelvic pain, abdominal pain lower and iron deficiency anaemia had resolved and the migraine, anxiety, gastrointestinal pain, functional gastrointestinal disorder and irritable bowel syndrome was resolving. The reporter considered abdominal pain lower, anxiety, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, functional gastrointestinal disorder, gastrointestinal pain, iron deficiency anaemia, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: six trailing coils were seen after placement of the essure device in the right tube and six trailing coils were seen after placement of the essure device on the left side current weight 147 lbs discrepancy noted for essure confirmation test date (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: f\u5&6 proceed together- pfs &mr received: newly added events- abdominal pain lower, anemia from chronic blood loss, outcome of the previously reported event- dysmenorrhea (cramping), pelvic pain female, vaginal bleeding, menorrhagia, fatigue, vaginal discharge, apareunia, dyspareunia, nausea, anxiety, migraine, gastrointestinal pain, colonic dysfunction, irritable bowel syndrome were updated, onset date of previously reported events was added, reporter was added, medical history and concomitant drug was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes') and genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), urinary tract infection ("uti"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), hypersensitivity ("allergic reaction nos") and iron deficiency anaemia ("bleeding anemia") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, genital haemorrhage and iron deficiency anaemia outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, vaginal infection, vaginal discharge, urinary tract infection, fatigue, gastrointestinal disorder, migraine, headache, nausea, hormone level abnormal and hypersensitivity had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, iron deficiency anaemia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping),pelvic pain, abdominal pain , dyspareunia (painful sexual intercourse), gen. Abnormal bleeding, perforation fallopian tubes, vaginal infection, vaginal discharge ,uti, fatigue, gi conditions, migraine, headaches, nausea, hormonal changes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: essure confirmation test(s) (unspecified) result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: patient demography and lab data was added. Previously added event ¿injury¿ was replaced with events ¿perforation fallopian tubes, pelvic pain, dysmenorrhea (cramping), abdominal pain, dyspareunia (painful sexual intercourse, anemia, gen. Abnormal bleeding, vaginal infection, vaginal discharge ,uti, fatigue, gi conditions, migraine, headaches, nausea, hormonal changes, allergy. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.